Event description:
On 10/apr/2026, it was reported that this patient on peritoneal dialysis (pd) therapy was hospitalized on (B)(6) 2026 with peritonitis. There were no reported allegations that the event was caused by (B)(6) products. In additional follow-up, the patient¿s pd nurse stated that on (B)(6) 2026 this patient was hospitalized with symptoms of abdominal pain. The patient had a pd culture obtained (in the hospital) which grew the bacteria citrobacter freundii. The patient was initiated on antibiotic therapy for a diagnosis of peritonitis utilizing intravenous (IV) cefepime and ceftriaxone (dosing not provided). The nurse stated that while hospitalized the patient¿s pd catheter (not a (B)(6) product) malfunctioned (stopped working). As a result, the patient was transitioned to hemodialysis modality for renal replacement needs. The patient remained in the hospital at the time follow-up was conducted. The nurse confirmed the patient did not have fluid leaks or any issues/malfunctions with (B)(6) products in relation to this event. The nurse attributed the peritonitis to patient breach in aseptic technique while having concurrent diarrhea (unrelated to dialysis). The catheter used by the patient is not a (B)(6) device. The manufacturer of the catheter, and further product information, is unknown. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).